Event description:
Meter name: sure step enhanced. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: yes, unknown. Per spouse pt had symptoms. A pt reported they went to the hospital. Their meter allegedly would not give a reading. The result on their meter was unknown. The result on the hospital meter was unknown. The time difference between pt's meter and hospital meter was unknown. Treatment was unknown. Meter was replaced. No further info has been reported.